Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) had dislodged. It was removed from service, and sent back to cpi for analysis. Another (4269) lead was implanted.